Event description:
On 01-apr-2026, it was reported by a distributor via (B)(4) that an ar-8943-08 t10 hexalobe screwdriver broke while tightening the locking screw. This was discovered during a fibula procedure with no patient harm. No pieces broke off inside the patient and the case was completed using the same device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.